Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose level with food. The customer stated that the drive support cap appeared normal. Customer was neither in emergency, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer alleged the insulin pump for over delivery as they had 2 low blood glucose levels this morning. The insulin pump will be returned for analysis.